Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2026, a sales representative reported via phone that an ar-9503-3336-3 univers revers¿ modular glenoid system would not seat properly when inserted into the shoulder cup. This occurred during a reverse total shoulder arthroplasty procedure. The device was removed and replaced with another ar-9503-3336-3, which allowed the procedure to be completed successfully. There were no procedural delay and no patient harm associated with this event.